Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating the system displayed an error for a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting institution phone # (B)(6). Reporting phone # (B)(6). Reporting address postal (B)(6).